Event description:
As reported by the user facility information by bbm sales organization in germany: "patient received bolus, pump standby." Customer statement: "after a routine connection as part of the anesthetic preparation, the remifantanyl equipped syringe pump was set to stand-by mode. From this state, an unexplained delivery of 1mg (50ml) of remifantanyl into the patient occurred. When this was noticed, the pump had turned itself off. An adjustment of the pump via the drug database had not yet taken place at this time. Furthermore, the patient's body weight had not been entered at that time. We have absolutely no explanation as to how this incident could have occurred. We ask you to check the pump to exclude other errors."

Manufacturer narrative:
This report has been identified as (B)(6). Internal report: (B)(4). The history files from (B)(6) 2023 (specified date of the incident, given from the costumer) were investigated. At (B)(6) 2023 several infusions were started, but no anomalies could be detected. The device was never set into the standby mode like the costumer described in the incident description. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device was in a clean state and no visible damaged part was found. A functional test was performed. The device passed the self-test. A bbraun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,46%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. A syringe recognition test according to the technical safety check was arranged. The device passed the test, and no anomalies could be detected. During the investigation no faults could be detected. To investigate the inside, the device was disassembled complete. Inside the device no anomalies could be detected. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The complaint malfunction could not be reproduced ore detected inside the device. No product deviation. A possible cause for the complaint malfunction could be: an object (for example a roller clamp of another device) lay between the syringe plunger and strain gauges. This could squeeze the syringe when the syringe was selected after inserting. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by (B)(6).